Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The catheter was found to be broken at 31.5 cm from the hub and the braid was exposed from 31.5 cm to 33.5 cm from the hub. Radiopaque (ro) marker on the catheter was found to be exposed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user related as the non-boston scientific guiding catheter that was returned with the complaint catheter was found to be non-compatible with a dimension of 0.035. (B)(4).

Event description:
It was reported that catheter difficulty removal and tip detachment occurred. A direxion hi-flo microcatheter was used to treat the unspecified target lesion. During the procedure, friction occurred between the direxion hi-flo microcatheter and the 5f non-bsc diagnostic catheter. The physician attempted to remove the microcatheter from the diagnostic catheter however, it was impossible to remove the microcatheter without the risk of tearing the device. Therefore, the physician decided to remove the microcatheter and the diagnostic catheter together as a unit. When both devices were removed, it was noticed that the tip of the direxion hi-flo microcatheter was detached and stuck inside the non-bsc diagnostic catheter. The procedure was completed with different device. No patient complications reported.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter difficulty removal and tip detachment occurred. A direxion hi-flo microcatheter was used to treat the unspecified target lesion. During the procedure, friction occurred between the direxion hi-flo microcatheter and the 5f non-bsc diagnostic catheter. The physician attempted to remove the microcatheter from the diagnostic catheter however, it was impossible to remove the microcatheter without the risk of tearing the device. Therefore, the physician decided to remove the microcatheter and the diagnostic catheter together as a unit. When both devices were removed, it was noticed that the tip of the direxion hi-flo microcatheter was detached and stuck inside the non-bsc diagnostic catheter. The procedure was completed with different device. No patient complications reported.